Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via a manufacturer representative that during a thyroidectomy procedure, the system stopped stimulating. The audible cue was that no sound came out of the probe. There were zero error codes. When he looked at the patient interface, it looked like it had fallen off the bed. They swapped to another one with resolution. There was less than 5 minute delay in the procedure as a result of this event. There was no patient impact.